Manufacturer narrative:
This report contains additional information in section a1 patient identifier, d4 lot number, d4 catalog number, expiration date, serial number, unique identifier (UDI) # and section g1 manufacturing site.

Event description:
It was reported that this lead was attempted implant due to lead fracture. After implanting that catheter with excellent values, this lead did not have proper capture and there were high thresholds. Subsequently, a new lead was implanted. It was reported that pericardiocentesis was performed after implanted this lead as cardiac tamponade was seen. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Event description:
It was reported that this lead was attempted implant due to lead fracture. After implanting that catheter with excellent values, this lead did not have proper capture and there were high thresholds. Subsequently, a new lead was implanted. It was reported that pericardiocentesis was performed after implanted this lead as cardiac tamponade was seen. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was extended and dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section a1 patient identifier, d4 lot number, d4 catalog number, expiration date, serial number, unique identifier (UDI) # and section g1 manufacturing site.

Event description:
It was reported that this lead was attempted implant due to lead fracture. After implanting that catheter with excellent values, this lead did not have proper capture and there were high thresholds. Subsequently, a new lead was implanted. It was reported that pericardiocentesis was performed after implanted this lead as cardiac tamponade was seen. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.